Event description:
A 2.25 mm diameter x 30 mm length endeavor resolute rapid exchange drug-eluting coronary stent delivery system was inserted into the pt for treatment of a lesion in the mid segment of the lcx. Difficulty was then experienced in crossing this lesion and resistance was encountered when withdrawing the stent back into the tip of the guide catheter. The stent had been inspected prior to use with no issues noted. No resistance was experienced when advancing the stent to the lesion, however, resistance was encountered when the stent reached the lesion. The pt is reported to be excellent and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: 90% stenosis, stent deformation and failure to deliver. Conclusion: 90% stenosis. Eval summary: the device was received by medtronic and the analysis has been completed. The 15th proximal stent segment was raised and pulled proximally and a number of other struts from that segment were partially deformed. The distal tip was slightly stubbed. Please note that this device eres22530x is distributed outside the united states; however, it is similar to the united states distributed product en22530x.